Event description:
On (B)(6) 2012, the patient's mom/reporter contacted animas on behalf of the lay-user/patient to report a hyperglycemic episode involving the patient's elevated blood glucose reading of 489 mg/dl with positive ketones. The patient reportedly had the elevated blood glucose reading of 489 mg/dl on (B)(6) 2012. His symptoms included frequent urination, increased thirst, fatigue, and irritable at the time of concern. The patient's blood glucose was corrected to the low 300 mg/dl with insulin via syringe. The animas representative reviewed the subject pump and concluded there was no pump malfunction associated with the alleged event. The reporter was advised to discuss dynamics how scar tissue and site rotation could cause insulin absorption to be either slower or quicker. However, the reporter refused to place the patient back on the insulin pump therapy due to a lack of trust in the subject pump. This complaint is being reported because, the patient had elevated blood glucose of 489 mg/dl and symptoms that can be suggestive of a serious injury while on insulin pump therapy. Although there is no evidence of a product malfunction associated with the reported incident, the subject pump cannot be ruled out as a contributor.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the total daily insulin delivery dose correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).